Event description:
Report received of missing medication and possible overdelivery. The pump was set to infuse meperidine 10mg/ml, pca plus continuous, 10 mg/h infusion rate, 5mg pca dose with a 20 minute pt lockout and a 100mg 4 hour limit. The pump delivered correctly until a new 300mg/30ml vial was started at 6:40am. The pump alarmed for an empty syringe at 8:48am. During that time period the pt had made 5 pca requests. The expected delivered amount was approx 45mg (4.5ml). The medication vial was empty. The pt did not experience any adverse effects and exhibited no signs of meperidine overdelivery and no signs of sedation. The customer reports "the pt was up and about in her room attending to her many flowers" at the time of the incident. No additional info was available.